Event description:
It was reported via repair work order that the side rail controls did not function due to damaged cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.